Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-nov-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie drawer had failed and was stuck in the drawer. A field service engineer removed the damaged pocket and assisted the customer in reloading the pockets, which resolved the issue. The customer reloaded all pockets. The system functioned as intended after the field service engineer assisted the customer to troubleshooting the issue.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary cubie drawer had failed and was stuck in the drawer. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.